Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure the customer's condition since the initial call and that the initial concern was resolved - customer states that her blood sugar was high, and the meter is working fine. Customer states that she does not need a replacement meter. No medical attention reported at the time of the call.

Event description:
Consumer reported complaint for hi display accompanied with symptoms. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of frequent urination, and thirst. Medical attention is reported as a result of hi display and fell. The product storage location is undisclosed. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is a few days ago. The meter memory was not reviewed for previous test result history. Customer calling states that the meter is giving hi. Customer states that she was just in the hospital because she fell. Customer states that they did not treat her for her head they only treated her because her diabetes was high. Customer states she was in the hospital from (B)(6) 2019. Customer states that she is aware that her diabetes is high because she has not taken her insulin. Customer is having symptoms of frequent urination, and thirst. Customer does not want to seek medical assistance because her car is impounded her license is expired and she wants to take care of her car first. Customer only wants to know how much insulin to take. I advise customer to seek medical assistance, but she refused, customer states that she knows she needs to seek medical assistance but she will not customer states that she refuse to go back to that hospital. Customer is upset and she does on know what her not know what her normal glucose range should be. Customer was screaming and using profanity, so I advise customer to get some assistance and I will call her back at another time.